Event description:
It was initially reported on (B)(6) 2011 that there was return of pt symptoms. A possible underdose with symptoms of increased baseline pain, difficulty in walking and leg weakness was noted. There were no alarms or any volume discrepancies. Imaging was performed and was negative. The drug infused was morphine 10 mg/ml at a daily dose of 3,002. It was later reported on (B)(6) 2011, that the catheter came loose and they replaced it on (B)(6) 2011. The pump was refilled and put on a low dose. This resolved the symptoms. No device troubleshooting or testing had been done. Pt was doing fine.

Manufacturer narrative:
(B)(4).